Manufacturer narrative:
(B)(4). The device or sample has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bottom of the bag got torn and the contents fell in the body. Another competitor's product was used and all contents were collected. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review showed that the reported lot 71f17l0168 corresponds to part number 332800-000010j. Incoming inspection and final inspection records of raw material or semi-finished material were reviewed, lots checked by qc inspection and were released without any defect observed. The defective sample from the first appeared clear that the bag is leaky. One hole or rupture was found in the bottom part of the memobag. The hole or rupture is compact, and the foil is drawn at a place of rupture. The rupture was created from the inside out. The reported defect can be confirmed. Such a hole or rupture cannot be found after the bag insertion and opening depending on the character of the hole or rupture. The hole or rupture was created from the inside out. Malfunction inspections were performed during production and or packaging of memobag products. Non-conforming products should be detected and immediately scrapped during these inspections. The memobag was 100% inspected several times during production and no defects were noted. A complaint review of the memobag products indicated that the root cause was determined as improper method of use or unknown root cause due to missing information from the user and no returned sample for examination. IFU prescribes large tissue specimens may need to be cut into smaller pieces for removal. The memobag is removing through the trocar incision side. If the contents of the memobag are too large to pass thorough the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. With the memobag at the base of the trocar, withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision. In the event that the procedure for the memobag removal is not fulfilled, the found defect, broken bag, can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on the character of the found hole or rupture. The hole or rupture was created from the inside out. No corrective or preventative actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend related events.